Event description:
When pulling out a partially covered metal stent -had only been in place for 6 days-, the pullstring broke while pulling with rat-tooth forceps. The stent could be eventually be removed by grasping the stent itself with the forceps.